Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer indicated that he was also receiving a unexpected restart on the pump. Customer does not recall any significant events leading to the error. Troubleshooting was performed for button error. Customer's blood glucose was 96 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced however the call was dropped and no further information was given.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, missing end cap sticker, broken belt clip slot and loose/protruded drive support disk.